Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic valvuloplasty (bav) was performed due to moderate paravalvular leak (pvl). Following the bav, trivial pvl was noted, and complete heart block subsequently occurred. The patient returned to the intrinsic rhythm after the procedure, so a permanent pacemaker was not placed. The patient was reported to be recovered and no additional treatment was required. No adverse patient effects were reported.